Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation on (B)(6) 2017, confirmed that the tissue pad was severely worn. There was a scratch on the distal end of the probe. The manufacturing record was reviewed with no irregularities. These types of tissue pad damage and probe damage are most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate without contacting tissue (including after the tissue already cut). It is likely that the probe was damaged when the user activated with contacting hard tissue or metal surgical instrument. The instruction manual of the device has already warned as follows; warnings: do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Warnings: do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.

Event description:
The subject device was used during a laparoscopic myomectomy. After 30 minutes of use, the tissue pad of the device was worn and the metal part of the grasping section was exposed. In addition, it was likely that the distal end of the device was damaged due to contacting with another metal instrument. The procedure was completed using a similar device. There was no patient injury reported.